Event description:
It was reported that there was no capture at 7.5v. The patient had twitching in the shoulder.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.